Event description:
The customer obtained results from a single patient sample that were mis-associated with the incorrect sample identification number and patient demographics while using their engen laboratory automation system. The mis-association of results with the incorrect patient may lead to inappropriate physician action. The affected patient results were not reported from the laboratoryas they were identified prior to reporting. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results for a single patient sample were mis-associated with an alternate patient sample identification number and demographics. The root cause of this event is currently unknown. However, the most likely root cause is suspected as user error while interacting with the instrument manager software. The investigation is ongoing.